Event description:
Alber m25 wheelchair electronic e wheels have a special camber bar assembly that is insufficient. The approved camber bar is required to be used on all wheelchairs, and the entire torque for each wheel is held by design by one 5mm screw. If this screw comes off the entire specialized locking, the axle sleeve will freely rotate and the wheel will work itself out with axle sleeve still attached rendering the normal push button axle safety irrelevant. This has happened multiple times where the 5mm head has broken off rendering the screw stuck inside but unanchored resulting in a wheel loss. Furthermore, replacement camber bars are deficient in design and difficult for dmes (durable medical equipment providers) to secure, and the entire bar itself with fins and screws attached has remained intact but rotates 90 degrees from its intended vertical axis to a horizontal configuration which then results in the wheels having an altered toe in toe out with incomplete axle sleeve fin engagement. This results in the motor slipping and stuttering, which further puts strain on the sole 5mm screw. I have never had any other products camber bar or axle sleeve have an issue yet have had over 3 issues with the alber in under 2 years. This could seriously hurt and harm some users. Mine was fortunately caught in time. Reference reports: mw5153336, mw5153420.